Event description:
Monoject 60ml cardinal health manufacturer: cardinal health ref # (B)(4) lot# 220401 and 220402 (both lots on pvt where the leaks have been reported) exp: 03/31/2027 with manufacturer: baxter ref # (B)(4) lot# 60349214 exp: 01/31/2025 leaks after pharmacy preparation in this syringe product from china. Reference reports: mw5152284, mw5152285.